Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11: 6 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 6 malfunction events in which the device had a component detach. 3 events had the problem identified during a non-clinical procedure; there was no patient involvement. 3 events had patient involvement: no patient impact.

Event description:
This report summarizes 6 malfunction events in which the device had a component detach. - 3 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 6 events were reported for this quarter. Product return status 1 device was received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.